Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by cloudy effluent. The cause was unknown. It was reported that the patient was not hospitalized for event. The patient was treated with fortum injection (1 gram, ongoing, route and frequency not reported) and vancomycin (1 gram, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that three days after the event onset, the patient recovered from cloudy effluent. The patient was hospitalized nineteen days after the event onset. Both antibiotic treatment were discontinued. Three days after being hospitalized, the patient was discharged and was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.